Event description:
Received voluntary medwatch from customer which states, "unresponsive pt in v-fib, picked up by paramedics. Defibrillated two times, then rhythm became asystole. Endotracheal tube was placed and 2mg of epinephrine given via the e.t.t. CPR continued and the pt remained in asystole. An IV site was initiated and 1mg atropine was attempted via the lower clave port, but wouldn't run. 2mg epinephrine was given via the e.t.t. Arrived in e.r., still in asystole with CPR continuing. Unspecified medications given. The pt expired. The emt stated that this did not directly affect the pt's care because the endotracheal route was available and used." Add'l info received from the customer during phone converstation: reporter states the event described on the user facility medwatch are not in the correct order. The paramedics were unable to establish an IV site in the field. After the 2mg of epinephrine were given via the ett, the pt was transported to the e.r., where a surgeon established the jugular IV and the tubing set was hung. The atropine could not be administered via the lower clave port. Add'l info about the occurrence was requested, but no further info was available.